Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip. No bubbles under the display or moisture damage inside of the insulin pump were noted.

Event description:
It was reported the insulin pump was submerged in water. Customer dried the device but there was button error alarm on the screen and some bubbles under the screen. Customer's blood glucose was 8.4mmol/l. Troubleshooting was performed. Fluids are under the lcd display. The device was not dropped and it doesn't have any cracks. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.